Manufacturer narrative:
The reported condition of failure code 810:03 was confirmed and but not duplicated due to a faulty air-in-line printed circuit board. The air-in-line printed circuit board was replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The device has not been previously sent into service for the reported condition of "fc 810:03." (B)(4).

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with error code 810:03. It is unknown when the reported condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. This device utilizes user interface module master software version 6.13.90 categorized as remediated. During review of the event history by baxter it was determined that the reported condition occurred during delivery on channel "a" on (B)(6) 2011, causing an interruption of delivery.